Event description:
It was reported to boston scientific corporation that a precision speedtac was used during a cystocele repair and pubovaginal sling procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the suture detached from the bone anchor. The procedure was completed with another of the same device. It is unknown if the patient experienced complications as a result of this event.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information: (B)(6). Visual evaluation of the returned device found that the handle and a broken suture were returned. The anchor was separated from the handle and was not returned. There was no damage or defects with the returned handle. The suture was broken in the middle. However, the root cause for the event could not be determined. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a precision speedtac was used during a cystocele repair and pubovaginal sling procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the suture detached from the bone anchor. The procedure was completed with another of the same device. It is unknown if the patient experienced complications as a result of this event. Additional information november 21, 2013. The bone anchor remained in the patient in the pubic ramis. It was reported that there were no patient complications as a result of this event.